Event description:
Caller reported an issue with incorrect time and date settings on their pump, but did not know why these discrepancies occurred. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in abnormal readings. Technical support assisted caller in updating the pump time and date, advised monitoring for any future discrepancies, and provided education on the potential impact of incorrect date settings on uploads and reports.